Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The device was returned for reprogram alarm, no delivery alarm, rewind loud/noise anomaly, unresponsive button found on october 7, 2022. All buttons function properly. The device passed the keypad voltage test (3.24 volt). Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, self test and force sensor test. No unexpected reprogram alarm, no delivery alarm, rewind loud/noise anomaly noted during testing. Thus software was utilized and downloaded trace/history files properly. However, no delivery alarm show in the trace/history files on event date october 7, 2022 16:34:57, october 7, 2022 16:40:10 during basal. Device was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (24.1 millivolt). The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked keypad overlay, stained keypad overlay. In conclusion, device passed all testing required and reprogram alarm, no delivery alarm, rewind loud/noise anomaly, unresponsive button were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a no delivery alarm, a rewind anomaly, and an irresponsive button. No harm requiring medical intervention was reported. Troubleshooting was unknown. No further details were given. The product will not be returned for analysis.